Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found with damaged insulation at the tip. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. During visual inspection, the instrument was found to have charred a localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.